Event description:
It was reported that prior to using the system to perform any surgical tasks for a da vinci s prostatectomy procedure, the surgeon experienced very low light conditions. The surgeon made the decision to convert to traditional open surgical techniques to complete the planned procedure. No patient harm was reported.

Manufacturer narrative:
Investigation was performed by field service engineering, who concluded that the vision issue experienced by the customer was associated the lamp module located inside the system illuminator. The illuminator provides the light which is transported to the system endoscope and projected onto the surgical site. The system was repaired by replacing the affected illuminator lamp module. The da vinci s surgical system user's manual specifically states: the illuminator lamp should be replaced every 500 hours. Symptoms indicating the need for replacement include: - repeated ignition attempts without the lamp going into operation. - low light output evident with dark picture at high light level adjustment. In a report provided to the hospital for a previous service activity, the hospital was informed that the lamp module needed replacement. As of april 5, 2012, there have been no reported recurrences of the issue at this hospital.